Manufacturer narrative:
Due to character restrictions in block e1 initial reporter : chittawin yookong a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit could not be turned on. There were no casualties reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board and the solenoid control board to test the device. After replacing both boards the machine could be turned on normally. The cardiosave power management board and solenoid control boards were broken. The fse returned and replaced the cardiosave power management board and solenoid control board and tested the use of the device. The device can be used normally. During evaluation, it was found the battery was starting to deteriorate. Battery price will be offered in order to order a new replacement.